Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial#: (B)(4). Description: precision spectra implantable pulse generator model#: sc-2218-70, serial#: (B)(4). Description: linear st lead, 70cm model#: sc-8336-70, serial#: (B)(4). Description: covered ge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that following a revision procedure, the patient was experiencing pain and headache. It was also noted that there was drainage on the bandage. Cerebrospinal fluid (csf) leak and infection were suspected. An oral antibiotic was prescribed and the patient underwent an explant procedure wherein the entire system was removed.

Manufacturer narrative:
Additional information was received that the physician could not confirm if the patient was positive for infection. The location and cause of the infection were also unknown.

Event description:
A report was received that following a revision procedure, the patient was experiencing pain and headache. It was also noted that there was drainage on the bandage. Cerebrospinal fluid (csf) leak and infection were suspected. An oral antibiotic was prescribed and the patient underwent an explant procedure wherein the entire system was removed.